Manufacturer narrative:
The device is pending evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, there was an e315 scope communication error on the evis lucera elite colonovideoscope. No patient harm was reported.